Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Identification of issue has been done by analyzing problem description. The issue has been decided to be reported as the defective pressure transducer printed circuit board may lead to high pressure.   Based on technician statement, the pressure transducer printed circuit board has been pointed out as faulty. The customer himself replaced defective part to resolve the issue. The device was put back to clinical use. There was no on site visit, therefore the device logs and defective part were not available for further evaluation. The root cause to the reported issue has not been determined. H3 other text: 4117.